Event description:
It was reported that during a code, and while the device was connected to a patient, the device stated "connect electrodes". An ambulance then arrived on the scene with a manual defibrillator to take over the patient care. There was no averse event associated with this failure.

Manufacturer narrative:
Physio-control evaluated the device and could not duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure cannot be determined.